Manufacturer narrative:
This foreign report is being submitted on 09-oct-2015 for a device product that is considered same/similar to a us marketed device (evolence collagen filler). Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated december 20, 2010. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a friend reporting on female friend (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using evolence collagen filler intradermally (lot number, expiration date, indication and frequency unspecified). After an unspecified duration, the reporter stated that the device left her friend facially deformed for nine years. The action taken with the device was unknown. The event did not resolve. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (medically significant) and company causality was assessed as related.